Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage. Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4) : the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage. (B)(4) this event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Analysis of the device and lead are in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Event description:
It was reported by a medical examiner that a patient died of unknown causes with a history of severe arteriosclerotic heart disease. Toxicology results are pending and a request for the information has been made.

Event description:
Asku